Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the left eye of a patient in a secondary procedure owing to intolerance to the multifocal lens. A new lens was implanted in the eye. No further information has been provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for product evaluation. Visual inspection with the unaided eye revealed that the intraocular lens (iol) was received cut in two (2) pieces, which is a condition consistent with a lens that has been explanted from the patient's eye. Visual inspection using a microscope at 12x magnification showed the lens to be identified as tecnis multifocal acrylic 3-piece intra ocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens is contaminated and the optic is damaged and scratches are present. Considering the condition of the sample no further analysis is possible. The condition of the lens could be related to the lens handled during explant process. The information available in the complaint folder does not indicate any relationship with the iol design or manufacturing. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4): explant of intraocular lens. Intolerability to the intraocular lens.all pertinent information available to the manufacturer has been submitted. Placeholder.